Event description:
Reporter indicated a patient's vns generator was interrogated and the settings were not as intended following a faulted systems diagnostics test. The settings were all corrected by the treating physician except for the off time, which remained at 60 minutes. The off time was later corrected to 5 minutes. Additional information regarding the dates of the faulted diagnostics test and the date the off time was corrected are in progress.

Event description:
Flashcard programming history for the patient was received to the manufacturer. A faulted systems diagnostics test occurred on (B)(6) 2012 at 12:49:08 pm. The vns was interrogated at 12:53:07 pm with settings of 1ma/20hz/500pulsewidth/30sec on/60min off, and no settings were corrected. At the next visit on (B)(6) 2012, the settings were programmed to 0.5ma/10hz/250pulsewidth/30sec on/60min off. The off time was later corrected to 5 minutes.

Event description:
Additional information was received from the reporter indicating that the vns settings were not corrected from the 60 minutes off time on (B)(6) 2012 as originally reported. The physician opted not to change the off time, and the off time is still intentionally set at 60 minutes currently.

Manufacturer narrative:
Date of event, corrected data: the correct date of the event of (B)(6) 2012 is provided per the vns programming history review.